Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is being filed to report single leaflet device attachment/slda and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1. On (B)(6) 2019, a follow-up echocardiogram showed the clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 1-2. Additional treatment was not performed. The patient will remain hospitalized and the physician will schedule a second procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported single leaflet device attachment (slda) could not be determined in this incident. The recurrent mitral regurgitation (mr) was due to slda. The reported patient effect mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: on (B)(6) 2019, the patient returned with an mr grade of 4. No additional information was provided.